Manufacturer narrative:
(B)(4). Product was returned. Visual and optical examination identified extensive damage to portions of the center screw boss diameter. The extent of the damage completely encompasses the fractured portion of the implant. No additional information can be obtained from the implant due to the extent and severity of the damage.

Event description:
It was reported that a patient underwent alif surgery. The cage was sized, then implanted. A tamp was used to further advance the cage. While trying to explant the s1 screw, it was noticed that the cage was fractured. The cage was explanted. There were no fragments of the device remaining in the patient. There were no patient complications reported with this event.